Manufacturer narrative:
Product discarded by customer.

Event description:
It was reported that the threading of the device had broken off. No patient involvement or procedural delays were associated with the event.

Event description:
It was reported that the threading of the device had broken off. No patient involvement or procedural delays were associated with the event.